Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Users are instructed to return any damaged components to the manufacturer. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. Other device involved in this event: battery /(B)(4)/ catalog number: 1650 / expiration date:01/31/2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was a sudden change in the charge capacity of two batteries.  When connected to the controller, both batteries did not last as long as expected, they lasted approximately two hours each.  Both batteries were exchanged.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Brand name. Heartware® ventricular assist system - battery, serial #: (B)(4), device evaluated by MFR: yes, device manufacture date: 07-mar-2015. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Users are instructed to return any damaged components to the manufacturer. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. It was reported that the batteries would suddenly change in charge capacity. Two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries met specifications; the units passed visual examination and functional testing. Log file analysis could not be performed as log files were not available. As a result, the reported event could not be confirmed; the batteries discharged as expected. No failure detected; the batteries discharged as expected. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.